Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the anterior leaflet flail. The reported unchanged mitral regurgitation (mr) appears to be a result of procedural conditions and due to the slda. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a second clip was attempted to be implanted but was unsuccessful. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4 with challenging anatomy. The first clip delivery system (cds) ((B)(4)) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 2. However, after implantation, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda); mr returned to 4. A second cds was advanced to the mitral valve to further reduce mr and to stabilize the slda clip; however, leaflet grasping was difficult due to the anatomy. The clip was not implanted and the cds was removed. The procedure was discontinued. There was no mr reduction; mr remained with a grade of 4. The patient is stable. The patient was referred to cardiac surgeon to discuss possible surgical treatment. No additional information was provided.